Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed during review of the device data logs. However, the device was put through extensive testing including bench handling, power cycling, and functional stress testing without duplicating the report. The log was cleared, the internal memory was reformatted, and the configuration was reset to factory default settings to reduce the probability of recurrence. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to monitor a 51-year-old female patient, the device inappropriately shut down. Complainant indicated that the clinician powered the device back on to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.